Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2208-70, serial#: (B)(4), description: st linear lead 70cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received the admitted patient developed infection at the ipg site. Antibiotics were prescribed. The patient underwent a revision procedure wherein the lead and ipg were explanted. Infection was not device related.